Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported the customer cannot pull event logs off of the device for the date range of (B)(6) 2023- (B)(6) 2023. The customer has requested assistance with pulling the logs. The customer further reported that the medication rate had infused incorrectly on (B)(6) 2023. There was patient involvement but no harm. Although requested no further information was made available.

Event description:
It was reported the customer cannot pull event logs off of the device for the date range of 2/22/23-2/26/2023. The customer has requested assistance with pulling the logs. The customer further reported that the medication rate had infused incorrectly on 02/24/2023. There was patient involvement but no harm. Although requested no further information was made available.